Event description:
It was reported that the patient developed an infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records the lead was returned in two parts. The part of the lead with the connector pin was 27 cm and all 3 filars of the distal coil were fractured at 27 cm from the pin. The other part of the lead was 5 cm. One end of the 5 cm section also had fractured distal coil filars. Analysis of the fractured ends of the distal coil indicate that they fractured from a cyclic stress stretching motion.